Event description:
Event description guidant received information that this pacemaker was unable to be interrogated. Additionally, a magnet rate was unable to be obtained. The clinician has never been able to interrrogate the device, but previously was able to obtain a magnet rate. Troubleshooting was done to rule out electromagnetic interference. The clinician was unable to verify that pacing was provided.